Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pilot balloon seemed to have a tear in line on where the pilot balloon is connected to the flange. Due to this, it was reported that the cuff could not inflate properly. The event occurred while in use with a patient at home after trach has been used. There was no medical intervention required. There no patient harm/adverse event reported as a result of the event.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.